Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure (batch no. 20240922) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infection"), rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis"), tooth disorder ("dental problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), acne ("rashes or skin conditions type: acne"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, anxiety, rheumatoid arthritis, acne, migraine, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and alopecia outcome was unknown. The reporter considered acne, alopecia, anxiety, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, mood swings, pelvic pain, rheumatoid arthritis, tooth disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2020: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal yeast infection, psychological or psychiatric problems condition: anxiety, autoimmune disorder type of disorder: rheumatoid arthritis, rashes or skin conditions type: acne, migraines / headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, hair loss. Reporter information, aka name, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.